Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator caused a latitude red alert to be declared due to a high out of range pacing impedance measurement. The patient presented for follow up and the pacing system was reviewed. During review of the device, it was noted that the pacing impedances were currently less than 2,000 ohms and it was determined the pacing system could remain implanted. No adverse patient effects were reported.